Event description:
It was reported that the ilet displayed prompts to connect the continuous glucose monitor (cgm) or enter a blood glucose value with dosing set to stop in two hours, consistent with an intermittent communication failure between the ilet and a dexcom g7 sensor, and the user proceeded to start a new sensor after being unable to re-enter the original sensor code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm consistent with intermittent communication failure, with the affected device component identified as the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.